Event description:
The perfusionist reported the 8" roller pump losing occlusion over the course of the case. Perfusionist noticed a difference between measured and calculated flow. At the end of the case, negative flow on flow probe of roughly 100 ml/min was identified. Perfusionist checked the occlusions at the end of the case and found the pump was 8 clicks under-occluded. Field representative made aware in real time and noted the occlusion on the 2 rollers was difficult to set; one side had 2-3 mmhg pressure drop per second and the other had 8-10 mmhg pressure drop per second. Manufacturer response for roller pump on perfusion heart lung machine, (brand not provided) (per site reporter). Company identified that at high rpm (>190), occlusion locking mechanism can shift after a hard stop (lid open and safeties). Company replicated this issue in other 8" roller pumps. Company noted the exact rpm varies by pump but is consistently 180 rpm or higher. Company states it will assess system adjustments to mitigate this issue.